Manufacturer narrative:
Conclusion: the device history record for this valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. An image review included a clip of the angiogram that showed the valve deployed to 100%, slow coronary profusion as well as confirmation of a rupture over the right coronary artery. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive case could not be determined from the information available. As reported, a post balloon aortic valvuloplasty (bav) was performed and then the rupture occurred in the sinotubular junction and ascending aorta. Without additional information, we are unable to conclusively determine the cause for the rupture, however, the physician felt that the bav caused it. The report of patient expiration post-implant and bav is assumed to be related to the procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. With the limited information available, a conclusive assessment of the relationship between the reported patient death and the device could not be established. A valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No known allegations were made against the device, and there was no information to indicate that a malfunction or misuse contributed to the reported death. Updated data: d8, g1, h6: annex e and f codes, eval codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34mm transcatheter bioprosthetic valve, in a patient with severe aortic stenosis, a pre-implant gradient of 80 mm hg, and severe calcium on the native valve leaflets, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. The valve was successfully implanted with its first deployment. The post-implant hemodynamics measured a gradient of 7 millimeters of mercury (mm hg) with moderate paravalvular leak (pvl); blood pressure and heart rhythm were stable. A post-implant bav was performed with a 25mm non-medtronic balloon. After the bav, the blood pressure dropped abruptly. An echocardiogram was performed and showed a pericardial effusion. It was noted the post-implant bav appeared to have ruptured the sinotubular junction and the ascending aorta. A pericardiocentesis was performed, cardiopulmonary resuscitation (CPR) was attempted, but resuscitation efforts were unsuccessful and the patient died. It is unknown if an autopsy was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated data: b5 - additional information was received that confirmed a rupture of the sinotubular junction and the ascending aorta occurrred. Per the physician, the post-implant bav caused the rupture and the pericardial effusion. The cause of death was cardiac arrest due to the rupture, which was related to the post-implant bav. The physician reported that the valve did not contribute to the rupture, pericardial effusion, or the patient's death. It is unknown if an autopsy was performed. H6 - eval code method updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: medtronic previously reported additional information received changed the event description and device relatedness of this previously reported event; however, there is no evidence to suggest the device did not cause or contribute to a death or serious injury. B5. Additional information was received that confirmed a rupture of the sinotubular junction and the ascending aorta occurred. Per the physician, the post-implant bav caused the rupture and the pericardial effusion. The cause of death was cardiac arrest due to the rupture. An autopsy was not performed. H6. Eval code method was inadvertently changed. The initial code (4117) is accurate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.